Manufacturer narrative:
Date of event: this event occurred between (B)(6) 2018 ¿ (B)(6) 2020. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that twelve (12) 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from unspecified locations. The leaks were discovered during setup and preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from january 14, 2018 - january 15, 2018. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.